Event description:
It was reported that the unit had an error message for a defibrillation failure. Further information was provided that the error log indicates "pacer rfu: hv capacitor energy low (89.84 f)". The event occurred during clinical use, but there was reportedly no patient harm.